Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: ovp (over-voltage protection) circuit failed" error code (1127). There was no patient involvement when the issue occurred. No patient or user harm reported. During the periodic maintenance (pm), the se reported that the v60 ventilator displayed a "check vent: ovp (over-voltage protection) circuit failed" error code (1127). The se replaced the motor control (mc) board to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).